Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritoneal dialysis infection . The breach in aseptic technique was further described as "improper operation". It was not reported if the patient was hospitalized for this event. The patient was treated with cephalosporin. Pd therapy was withdrawn during the treatment. At the time of this report, the patient has recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available as the reporter declined follow up.